Manufacturer narrative:
The customer¿s report of a balloon in the silicone segment could not be confirmed; the product was not returned for investigation. The root cause for this event could not be determined.

Event description:
The customer reported that during a code that normal saline was hung to gravity to enable medications to be pushed. The nurse who was pushing the medications into the central line pinched the tubing proximal to the distal port, pushed sodium bicarb and released the tubing. That was when the tubing ballooned and ruptured. There was no resistance during the push. Another infusion line was hung and a bulge with a rupture occurred again. There was no patient harm